Event description:
Boston scientific clips were being used in a procedure. Staff states that they were having a problem deploying the clips and that a couple deployed before there was any pressure applied to the handle of the deployment device.